Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed by saw multiple error id51. "The defective part was received in brézins for investigation. According to provided analysis, nothing was noticed during external visual check . The reported event could not be reproduced during testing, no alarms or error messages were triggered and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified and this complaint is remain not confirmed. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal the reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: there are several error 51 in the history. This looks like the same problem, that is descripted in the technical service bulletin. Tsb-0408-4. When I'm doing the device test, which is descripted in the tsb, than the error 51 comes. So, I replaced the power . Supply board and the problem is gone. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.